Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved has not been received for evaluation and the investigation into this reported event is ongoing at this time. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: upon loading pump with the pump set, the door was closed adn the pump alarmed. Rn opened the door, removed the tubing and it started to squirt etoposide (chemotherapy) from the area that the green clamp was over. Rn quickly clamped the tubing to stop squirting. No injury to nurse or patient.